Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) detected an out of range shock impedance measurement on the right ventricular (rv) lead. As this was a slow, gradual rise in shock impedance measurements, no changes or intervention were performed. The patient will continue to be monitored. Additional information was later reported that more high out of range shock impedance measurements have been observed. This continues to be an ongoing issue. No adverse patient effects were reported. Both the crt-d and lead remain implanted and in service.